Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the ok button was intermittently sticking when pressed. The patient mentioned due to the button sticking boluses would be cancelled. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok, up arrow and contrast keypad buttons were sticking and intermittently responding. It was also found that the ok, up arrow and contrast keypad buttons required excessive force to activate a response. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.